Event description:
It was reported that the device had long charge time. The device was explanted and replaced. No patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) the device was returned, analyzed and the capacitor showed - out of spec, electrical. The analyst visual comment indicated that the shelf factor calculation was greater than 1.5.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) the device was returned, analyzed and the capacitor showed - out of spec, electrical. The analyst visual comment indicated that the shelf factor calculation was greater than 1.5.